Event description:
A malfunction alarm was reported, specifically malfunction code 24, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer had no backup insulin therapy available and was advised to contact their healthcare provider. Technical support arranged for a replacement pump to be shipped, verified the shipping address, and instructed the customer to return the faulty pump within 10 days using a provided pre-paid label to avoid charges. The customer was also guided on setting up the replacement pump, including programming pump settings and connecting their continuous glucose monitor.